Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that there had been no issue with the patient's lead placement. There was no intervention taken intra-operatively. The physician wrote that it just took more time. The patient did not encounter any unexpected harm due to the difficulty placing the lead.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va29c58, implanted: (B)(6) 2020, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 978b128, lot#: va29c58, implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 02-jun-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim nd gastrointestinal/pelvic floor therapy. It was reported that the patient had pain after the permanent implant. They said that their right hip was very painful afterward. The patient thought the permanent lead was placed on the left side, due to the doctor having a hard time with the right side. The patient confirmed that they spoke to the doctor about this and that they were no longer in pain. The patient also mentioned that they could feel something 'sticking out' near the lead incision site. Patient services  reviewed expectations regarding the implant procedure and incision site. The patient had not had a post-op follow up with the managing physician yet, but was planning to call and schedule to discuss further with their doctor.